Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, noticed a debris or particles on lens and it was scratched. Additional information has been requested.